Manufacturer narrative:
Medtronic evaluated the device. A broken connector pin from the therapy cable was observed to be lodged in the mating socket of the device therapy cable connector. The broken pin will result in a failure of the defibrillator to charge and the device will display a connect cable warning message. The device therapy cable and therapy connector were replaced and proper operation was confirmed.

Event description:
Ambulance personnel attended to a person diagnosed in ventricular fibrillation. The ambulance crew attached defibrillation electrodes to the patient and connected them to the device. A message reportedly appeared on the monitor display to "connect electrodes". Despite checking the connections and changing the defibrillation electrodes, the message stayed on the screen and use of the defibrillator was inhibited. Another defibrillator was made available approximately 5 minutes later. The patient was not resuscitated.